Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient reported that when she was attempting to set up for treatment the machine alarmed that the heater bag not detected. Fluid was then found inside the machine and on the floor. The patient was not connected to the machine at the time. Sample has not been returned for evaluation.